Event description:
The rptr stated the surgeon attempted to insert a silicone three piece lens, but the lens caught in the cartridge and bent. There was no pt contact and the rptr stated another same type lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned prod found the lens optic torn and one haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: based on the complaint history and the eval of the returned prod, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.